Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Also, received with moisture damage on the motor, force sensor, and keypad assembly. The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had fluid in the pump. The customer¿s blood glucose level was unknown at the time of the incident. Customer went into the pool with the battery cap off. The customer reported via phone call that the insulin pump had a blank display. Customer states o-ring is free of debris and is in place. Advised to discontinue use and revert to backup plan and treat per health care provider's instructions. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.